Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17334802m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products were used during this study: carto3 sn: (B)(4); sa generator sn: (B)(4); sa pump sn: (B)(4); lasso catheter: (B)(4); acunav 8fr: (B)(4). Other company¿s devices were used during this study: brk needle. (B)(4). The device was not returned to bwi.

Event description:
It was reported that one (B)(6) male patient suffered cardiac tamponade during an afib procedure which was treated with pericardiocentesis. The patient was required extended hospitalization and in stable condition. The physician commented the event may be procedure related; during procedure patient&#38112;breathing appeared very heavy and erratic, which might have contributed to the event.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/29/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that one (B)(6) male patient suffered cardiac tamponade during an afib procedure which was treated with pericardiocentesis. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and pass. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
"The physician commented the event may be procedure related; during procedure patient¿s breathing appeared very heavy and erratic, which might have contributed to the event." Should be corrected to "the physician commented that the event may be bwi device-related; however there was no device malfunction reported. The physician believed that the perforation occurred during mapping with the ablator. This was determined after reviewing the visitag and the anatomy of the perforation site at the anterior appendage. The physician also mentioned that during procedure patient¿s breathing appeared very heavy and erratic, which might have contributed to the event."